Manufacturer narrative:
The device was returned to the resmed service center for evaluation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference pr #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 148) message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed design house for an extensive engineering investigation. The reported system fault 148 was confirmed through review of the device logs. The investigation determined that the device fault was due to water contamination of the main motor and thermistor. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).